Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where one year after the procedure there was an increase of gradient to 18. The physician reported that when they discovered the elevated mvmg they performed a balloon mitral valvuloplasty with a 28mm true balloon on (B)(6) 2026 to attempt to expand the valve and decrease the gradient but the gradient remained high. CT was performed and imaging physician reported that it did not look like thrombus or calcium. The patient was treated with a 29 mm s3ur on (B)(6) 2026 during a viv procedure in order to lower the mvmg. The mvmg was reduced from 14 mmhg to 6 mmhg immediately post op.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information received on 19feb2026 that on pod 394 the patient underwent valve in valve transcatheter mitral valve implantation (tmvi) with a sapien 3 ultra resilia transcatheter heart valve 29mm bio-prosthesis due to mitral valve stenosis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 the complaint for valve function/ performance -increased/high gradient was confirmed based on empirical evidence based on the investigation. Based on the available information from the event description and engineering investigation, the root cause is likely due to patient factors. The root cause analysis has found the following patient factors contribute to increased gradients: leaflet thickening, reduced leaflet motion, thrombosis, diabetes, hyperlipidemia, lvot obstruction, patient co-morbidities, central regurgitation, heart rate, and tachycardia. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.